Event description:
A malfunction alarm was reported, identified as malfunction code 0, which occurred without any notable events prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur, allowing the customer to continue using the pump.